Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The sheath was inserted and used to cross septum. Upon transeptal access it was noticed that the valve on the sheath was leaking, and the leakage appeared bloody. Aspiration was performed, and more air than normal was noticed upon aspiration. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.